Event description:
It was reported that prior to a surgical procedure at the healthcare facility, a piece of the tibial/pelvic tracker was missing. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was reported that the missing piece was part of the lens cover, and that this event took place during setup for a total knee replacement, before the patient was in the room.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, a piece of the tibial/pelvic tracker was missing. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was reported that the missing piece was part of the lens cover, and that this event took place during setup for a total knee replacement, before the patient was in the room.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.

Manufacturer narrative:
Additional information regarding the reported event was received.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, a piece of the tibial/pelvic tracker was missing. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.